Event description:
Restraint in use on patient's wrist. Restraint buckled to the bed as designed. Buckle broke, all staff responded while awaiting security to assist. Manufacturer response for soft restraint, foam limb holder w/single q/r strap (per site reporter). Representative from (B)(4) came to provide in-service on use of restraint. They stated that we are the only hospital to report the buckle breaking. The product and design manager advised the in-service.

Event description:
Restraint in use on patient's wrist. Restraint buckled to the bed as designed. Buckle broke, all staff responded while awaiting security to assist. Manufacturer response for soft restraint, foam limb holder w/single q/r strap (per site reporter). Representative from posey.com came to provide in-service on use of restraint. They stated that we are the only hospital to report the buckle breaking. The product and design manager advised the in-service.

Event description:
Restraint in use on patient's wrist. Restraint buckled to the bed as designed. Buckle broke, all staff responded while awaiting security to assist. Manufacturer response for soft restraint, foam limb holder w/single q/r strap (per site reporter). Representative from posey.com came to provide in-service on use of restraint. They stated that we are the only hospital to report the buckle breaking. The product and design manager advised the in-service.